Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device had reached elective replacement indicator (eri) in less than the expected longevity. The customer was concerned the device battery cell impedance jumped. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. The reported depleted battery and high current drain conditions could not be confirmed in the product analysis lab (pal). Attempts to introduce high current drain or any other failing conditions through elevated temperature testing and temperature cycle stressing were unsuccessful. The device passed all available system diagnostic testing including fault grade and memory tests. Analysis was terminated with no cause identified for the reported premature battery depletion.